Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior epigastric artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. It was noted that accessing the target vessel was difficult. During the procedure, the physician attempted to implant an initial pod pc into the desired location in the aneurysm; however, the pod pc was unable to stay in place. After several unsuccessful attempts to implant the pod pc, the coil was retracted back into its introducer sheath and removed from the patient without incident. The procedure was completed using a ruby coil, another pod pc, and the same microcatheter. There was no report of an adverse effect to the patient.